Manufacturer narrative:
The operator normally observes both the unit and the pt at all times during a pt treatment. Should the source not return to the fully shielded position at the end of a pt treatment the fact wold be readily noticed by the operator and the pt evacuated from the room. Labeling for the device instructs the operator on the steps to be followed in the event that the source remains on, or partially on at the end of a treatment. The source can then be manually returned to the shielded position using the emergency source return device provided with the equipment. Use of the tool is fully described in the phoenix operator's manual. Investigation determined that an electrical microswitch was out of adjustment. This was corrected and the unit returned to clinical service.

Event description:
A report was received that the source failed to return to the fully shielded position at the end of a pt treatment. The source had to be returned manually using the source return tool supplied with the equipment. A pt being treated at the time did not receive any additional exposure as the source had stopped just short of the fully shielded position.